Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was used on to the stump of the appendix and when the device began to fire, the staples were not being formed. Then at the second stroke the device locked up. The shape of the staples is unknown. The tissue was in the distal portion of the jaws and there were unformed staples that did not engage the tissue. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was used on to the stump of the appendix and when the device began to fire the staples were not being formed. Then at the second stroke the device locked up. The shape of the staples is unknown. The tissue was in the distal portion of the jaws and there were unformed staples that did not engage the tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Stump of the appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? 1st. If echelon, during which stroke did the event occur? Second. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? The rep noticed that the reverse handle had been pulled.

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with a cartridge loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties; no malformed staples were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Stump of the appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? 1st. If echelon, during which stroke did the event occur? Second. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? The rep noticed tha the reverse handle had been pulled.